Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. It was unable to verify the low reservoir alarm anomaly, battery out limit alarm, low battery alarm, unresponsive button anomaly and scrolling numbers display anomaly due to the blank display. Device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went biking and the insulin pump was pressed against his skin. He then noticed there was condensation under the screen and he received a low reservoir alarm that he could not clear. He changed the battery and received a battery out limit alarm that could not be cleared either. Blood glucose value was 200 mg/dl. Customer stated that the numbers were ramping on their own and the scroll bar was moving without input. He confirmed the insulin pump did not have cracks but just a few scratches. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.